Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the tissue pad of the device came off, and the device was unusable. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the tissue pad was worn and partly peeled off with the peeled part missing and not returned. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Due diligence is being performed for more information for the event and the missing tissue pad piece.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the due diligence has been performed for this event. Per the customer contact, there was no incident report for the event that any parts of the tissue pad had fallen in the patient. However, there was also no information noted that the missing piece of the tissue pad was collected. Customer does not have any more information to provide for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. It is speculated that the tissue pad was worn, partly peeled off, and ripped due to ultrasonic output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). 2. A load was applied to the peeled off tissue pad and it fell off. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.